Event description:
Filter #1 - placed on front of CPAP unit during use to further filter air before it gets to pt. It's a one way valve that has heated humidification going through it before it goes to pt. Two concerns: filter gets contaminated and grows bacteria, second, this filter drastically reduces prescribed CPAP pressures. Filter #2 placed on front of unit when not in use. It's called and marked "filter bacterial/viral" to prevent dust from entering port.